Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. E1. Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a qdot micro catheter and the physician considered that the char was excessive and estimated the risk to be increased. Initially it was reported that there was charring on the catheter. They noticed the issue after the procedure. They checked the impedance which was good at 110 om and had no errors. They used qmode hybrid, posterial wall 90 watt, internal wall 50 watt. It's been mentioned their local biosense webster field service engineer already came in the past on site to check their ngen and changed the back plane of their patient interface unit (piu). Procedure was completed. No patient consequences noticed on the patient, except the charring on the catheter. No delay. Additional information was received on 02-jul-2024. The char was on the tip electrode located at the second electrode. No errors were presented. The physician saw no other problems on the product. No issues related to temperature and flow on the catheter. The temperature cut off was set on 55 degrees and the qmode+ was used. The patient was anticoagulated. The act over 300. The patient did not exhibit any neurological symptoms since the procedure was completed. The physician considered that the char was excessive (based on their clinical experience). The physician estimated the risk to be increased. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The duration of ablation used was not greater than 60 seconds. 90 w and 4 sec. The average contact force was not greater than 40g. The irrigation rate used was > 90 w and 8ml/min. The char event was originally considered non-reportable, however, bwi became aware that the physician considered that the char was excessive and estimated the risk to be increased on 02-jul-2024 and have reassessed the char event as reportable. The awareness date for this record is (B)(6) 2024.